Event description:
Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve actuation failure for valve 2. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Event description:
The following has been reported: the chesapeake pump (B)(6) displayed "service needed" alarm (B)(6) 2024 while connected to patient. No patient harm. Nurses performed multiple power resets prior to reporting, but alarm continued. It has been removed from the floor and stored in [someone's] office. We are having network issues at the moment that is preventing me from pulling logs. I will do so as soon as possible, but it may be tomorrow. Waiting for confirmation of issue stopping active infusion. Nurse reported in response to whether or not stopped active infusion, "I was only told that it was connected to a patient but no patient harm at time of alarm." An initial review of the device logs reveals the following: pneumatic valve actuation failure (valve 2). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.